Event description:
Pt recently underwent radiation therapy. Upon interrogation, the device was found in back up mode. A device reset was performed. A full f/u was also performed following device reset. Pt has four more weeks of radiation therapy. Device will be monitored for the remainder of therapy. If the device goes into back-up mode again, recommend explant of the device following radiation therapy. On (B)(6) 2011 - this device was returned. The device was explanted on (B)(6) 2011. Because this device has been explanted it now meets MDR reporting criteria.